Manufacturer narrative:
.

Event description:
It was reported that the bladderscan bvi 9600 gave a low reading in aortascan mode. The measurement was compared to a CT scan which showed a 10 cm aortic aneurysm. The device is being returned for evaluation.